Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that he is experiencing difficulty maintaining communication with the device when using the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on the pt found that he has yet to utilize the new charging system. He is under the care of a new physician, and a decision regarding his scs system will be made at a later date.